Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During a follow-up, the device could not be interrogated and premature battery depletion was suspected. The device was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device revealed no anomalies. Further analysis of the device, revealed no sources of high current. Upon analysis of the battery, lithium clusters were observed and were shorting the anode and cathode of the battery. Premature battery depletion was confirmed by analysis, and these analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.